Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had contracted a pneumonia which caused an infection at the lead site. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead will not be returned.